Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose value at the time of incident was 47 mg/dl. The customer treated low blood glucose with lemonade. The customer declined the troubleshooting for low blood glucose levels. The insulin pump will not be returned for analysis.